Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band on drawer 5.1 was routed incorrectly around metal band, allowing it become pinched/cut. A field service engineer replaced retractor band to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had cubie failure.the customer added that they were able to remove the medication from another station and there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-nov-2022 to 18-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed to eject. The field service engineer found that the retractor band on drawer 5.1 was routed incorrectly around metal band, allowing it become pinched/cut. The field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system cubie pocket failed to release, preventing the user from accessing the medications. The customer stated that the user managed to remove the medications from another station. There were no adverse events or injuries reported based on this incident.